Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. H6: investigation findings - 114 and 3211 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6: investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6fr angio-seal vip was returned for product evaluation. The returned device included the header bag, arteriotomy locator, hemostasis sheath and carrier tube assembly. The temperature dot indicator had been triggered. The carrier tube assembly was mated to the hemostasis sheath and the locking mechanism was set to rear lock position. Visual inspection revealed that the anchor was observed to be within the hemostasis sheath. No other visual anomalies were observed. Functional testing was performed. The locking mechanism was reset to forward lock position. The anchor was observed to release from the hemostasis sheath. The device cap was pulled back to set the locking mechanism to rear lock position and the anchor was seen to post on the tip of the hemostasis sheath. A digital force was applied to the anchor and the collagen, tamper tube and suture released. No functional anomalies were observed. The anchor was subjected to further visual analysis. The anchor was seen to be slightly bent. The complaint can be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely root cause is an obstruction to the anchor posting on the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during placement of the angio-seal vip performed by the doctor at the hospital; all procedure steps were done properly (all steps). After successfully finishing the second step: set the anchor, both clicks were heard, the doctor pulled the device and the device came out completely. After the procedure the angio-seal was washed and carefully examined and all the components: anchor, collagen were inside the sheath. There was no harm to the patient. Additional information was received 26jul2021. The procedure performed for the patient prior to use of the closure device was a stent implant procedure. A 6fr sheath was used. A pre-deployment angiogram was performed. The patient's condition was stable. Hemostasis was achieved by manually holding pressure on the entry site.